Manufacturer narrative:
No broken battery tube threads noted. Insulin pump received with cracked reservoir tube lip, minor scratched display window, broken belt clip slot, cracked battery tube threads, missing end cap sticker and loose /protruded drive support disk. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Customer called to report damage to the insulin pump. Customer reported that the insulin pump's case has a broken thread near the battery. Customer's blood glucose levels were not included in the report. Product is being replaced.